Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had frequent low battery alerts. The customer stated the alert would occur within a week of a new battery replacement. The customer stated this was the second call regarding the battery issue. The customer has been sent a replacement battery cap. Customer's blood glucose was 137 mg/dl. The customer declined to return the insulin pump for analysis.